Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 8.1-9.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded and the inner coil filars were exposed at this location. This is consistent with the observation from the field of oversensing and noise.

Event description:
It was reported that the system was explanted and replaced due to noise which was misinterpreted as vf. Patient was well before and after the procedure.